Event description:
Boston scientific received information that recurrent alerts were detected for this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead system as it exhibited high, out of range (oor), right ventricular pacing lead impedance (pli) measurements. The field representative mentioned that there was noise on rv and left ventricular (lv) lead channel. Lv lead also exhibited high, oor, pli greater than 2,000 ohms. The noise was reproduced by manipulating the can or pocket. Patient was not dependent and no syncope noted. Sensing and thresholds were normal. In addition, there was observation of pacing inhibition. Additional information received that the cause of oor impedance and noise were not determined; however, lead crush was suspected. The rv lead was surgically abandoned, but the lv lead and the crt-d remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.